Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a physician noted obstruction on an unspecified mentor tissue expander valve. No adverse event or patient consequences were reported.

Manufacturer narrative:
On july 24, 2020, the product investigation was completed. Device investigation summary: only the injection reservoir was received for analysis without the rest of the tissue expander. During the visual evaluation, the tubing was observed torn. Leak test was performed, in accordance with mentor procedures, and it revealed a defective valve, the air does not flow through the injection reservoir. Microscopic examination in the edges of the tubing revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on june 25, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).